Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to near end of service, the vns patient¿s replacement device was tested with the existing lead and diagnostic results revealed high impedance. Prior to replacement, diagnostics showed lead impedance within normal limits. The patient was closed without lead replacement and the replacement device was not programmed on. The explanted generator was returned to the manufacturer for analysis. Analysis found that the elective replacement indicator was set to ¿yes¿. An open can measurement of the battery voltage confirmed that the eri flag had been properly set. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. Therefore, the electrical performance of the generator will be used to conclude that no abnormal performance or any other type of adverse condition was found. No known surgical interventions for the reported high impedance have occurred to date.

Manufacturer narrative:
Analysis of programming history. Analysis of programming history revealed that device diagnostics were not performed on date of implant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Programming and diagnostic history was reviewed from the surgeon¿s programming handheld. Review of this data showed that only interrogations were performed on the patient's newly implanted generator during implant with no evidence of device diagnostics being taken. Thus, the impedance value that was reported on the interrogations was the stored manufacture value, which is not indicative of the actual system impedance. This is an issue related to the generator being programmed on following implant surgery without first performing a system diagnostics test to clear the stored impedance value from the final electrical test. This event is addressed in product labeling to perform system diagnostics prior to programming the device on.